Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar ventricular impedance was 273 ohms. During isometrics, loss of capture was observed. A holter monitor also revealed oversensing. Unipolar impedance was 211 ohms. The physician identified the symptoms as being consistent with subclavian crush. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received